Event description:
It was reported that during a ptca procedure, the luge guide wire snapped in two, outside of the patient. The physician was experiencing difficulty crossing the lesion with the luge guidewire. The wire was removed without incident and put into a bucket. The physician then pulled a different wire and tried to advance that wire across the lesion with no success. The tech went to retrieve the luge guide wire from the bucket and found it had snapped in two pieces. The procedure was completed with a different wire. No patient injuries or complications were reported. Patient status listed as "okay".

Manufacturer narrative:
The wire was returned for analysis which is not complete at this time. A supplemental report will be filed on completion of the analysis.